Event description:
It was reported that the customer's doctor believes the insulin pump is not functioning properly. It was stated that the customer experienced high blood glucose last month. The blood glucose reading at time of call was 258mg/dl. The customer treated with a manual injection of 5.0 units. Troubleshooting was performed. It was stated that the customer visited her doctor the day before and adjusted the settings. Reviewed the programming, time, and date on the insulin pump and they were correct. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.